Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The head nurse at the customer site reported that the patient pulled out the ibp line and clinical staff stated they did not get a pressure disconnect alarm as expected on the intellivue mx800 patient monitor. The customer alleges that the device did not generate an abp disconnect alarm when the ibp line became disconnected from the patient.

Manufacturer narrative:
A philips field service engineer (fse) went on site to evaluate the involved device. Using a simulator the fse confirmed that the device alarmed when the mean pressure went below 10 mmhg. The fse was also able to reproduce the abp disconnect red alarm by setting the simulator to zero. This alarm was recorded in the event log of the piic ix central station. The fse then examined device configurations to ensure that alarms were set properly. A philips clinical specialist was also on site and confirmed the device settings. The fse repeated the tests and verified visual and audible alarms at the mx800 patient monitor and the piic ix central station. The device operated as expected with no errors and no repair of the mx800 was warranted. There was no data provided to support that the ibp line went below 10 mmhg. There was no information about whether there was patient harm, however we will consider this as a critical event that required immediate action to prevent serious injury . The available information is not sufficient to support that there was a product malfunction. The device was working as specified when tested. The available information supports that there was no systemic issue or malfunction. No further investigation or action is warranted.